Manufacturer narrative:
The customer stated that their qc was acceptable on the day of the event. The field service engineer (fse) performed a full system decontamination, adjusted all probe positioning, and adjusted the washes, rinse volumes, the gear pump head, water supply pressure, and air pump pressure. The customer performed calibration and qc successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c 702 module. The initial ca2 result was 10.9 mg/dl. The customer repeated the sample as they had been having ongoing issues with high calcium results. The repeat result was 11.6 mg/dl. The result of 10.9 mg/dl was reported outside of the laboratory. The patient, who is a nurse practitioner, questioned the result and the sample was repeated again. The sample was repeated a second time on another c702 analyzer and the result was 9.3 mg/dl. The result of 9.3 mg/dl was deemed correct.

Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The investigation is ongoing.